Event description:
Reportedly, when a new power pac battery was installed in the ventilator, the battery indicated full charge on battery led after overnight charging. However, the battery went directly to the internal backup battery. The ventilator alarmed and showed "switching to backup battery." There was no pt involvement in this case.